Manufacturer narrative:
H10: manufacturing review: this is the first complaint for this lot number, therefore a manufacturing record review was not required. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported pain, redness, bleeding, and soreness, as no objective evidence was provided for review. The definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, therefore a labeling review is not required. H10: b5, d4 (expiration date: 04/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that one month and nineteen days post port placement, the patient allegedly experienced pain, bleeding upon the initiation of chemotherapy and soreness when attempted to infuse. It was further reported that the patient allegedly experienced redness at the port site. Reportedly, the port was removed. There was no reported patient injury.

Event description:
It was reported that one month and nineteen days post port placement, the patient allegedly experienced pain, bleeding upon initiation of chemotherapy and soreness when attempted to infuse. It was further reported that the patient experienced redness at the port site. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 04/2024). H3 other text : device not returned.